Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt "pounding heart beats", "palpitations" and reported that heart rate was in the "thirties by home monitor." It was reported that the right atrial (ra) lead exhibited potential intermittent non-capture. It was reported that the lead was revised. No further patient complications have been reported as a result of this event.